Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that premature battery depletion was suspected on the pacemaker. Interrogation on (B)(6) 2019 had indicated three years while on (B)(6) 2020 the estimation was 0.5 years. The device had been implanted for ten years. The device had not been replaced but replacement was to be scheduled at a later date. There were no patient consequences.